Manufacturer narrative:
Examination of the returned instrument confirmed one of the 90000b19-05 shoulder screw components has fractured leaving the distal end of the screw threaded in the assembly. The proximal end of the screw was not returned for examination. Examination of the 960-6186-01 sigma tips and the 960-6162-01 celcon blocks revealed deformation suggesting heavy usage and significant tightening during assembly with the femoral component. A complaint database search found other reported incidents of screw fracture indicating over-torquing as the root cause. The root cause is being attributed to suspected misuse by over-torquing of the handle. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw holding the black block broke on the femoral impactor during final impaction. The black plastic piece was lost in the washer on the femoral inserter/extractor tip.